Event description:
A malfunction was reported, with a code labeled as malf 12, but no significant event occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur.